Event description:
Per info received: the leaflet on the valve was "stuck" post- operatively. The valve was then explanted the same day. The valve is being returned by the hospital. No additional info was available at this time.